Manufacturer narrative:
Investigation: the complaint was investigated for no image being displayed after connecting catheter to system. The initial report was submitted with the incorrect procedure type. It was reported as ventricular tachycardia (vt). However, additional information confirms this event occurred during atrial tachycardia (at). The returned catheter was inspected. During the investigation it was found that the cause of this issue was acoustic array de-lamination due to user mishandling. In this case, the user is advised to use extra caution when handling the imaging area of the catheter. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a ventricular tachycardia (vt) procedure. After the physician connected, the catheter to the ultrasound system and inserted the catheter into the patients' anatomy, it was observed that there was no visible image generated by the catheter. The physician removed the catheter but did not reboot the ultrasound system. A replacement catheter was reinserted into the patient to continue and complete the procedure. The procedure was delayed by 30 minutes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.